Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a procedure performed on an unknown date.during the procedure, the seal biopsy valve do not remain securely in place during device exchanges. Reported problems include the cap opening unexpectedly, fluid spraying during device withdrawal, and the cap becoming detached from the scope.no patient complications were reported as a result of this event.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: date of event: date of event was approximated to 06/01/2026 as no event date was reported.block d4, h4:detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block h6:imdrf device code a050401 captures the reportable event of seal biopsy valve fluid/blood leak.